Event description:
Caller reported that the indicated battery charge dropped 25% in a short period of time. There was no reported impact on the customer¿s blood glucose level. The issue did not result in an unexpected shutdown, and the pump is being used normally. Technical support planned to contact their international branch for additional help and follow up with the caller.